Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 565 mg/dl at the time of incident and 222 mg/dl at the time of call. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that they received critical pump error image was displayed on the screen. Customer was advised to that the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. Customer was declined to troubleshoot and insulin pump was failed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm, problem isolated to the force sensor. Unable to perform the selftest, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.